Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridges passed visual inspection; no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A fill test was performed on six returned cartridges with no air bubbles being formed inside the cartridges. Performed leak test on all six cartridges with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridges. A force test was performed on all six cartridges and no failures were found durin testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient claimed she had a leakage issue between the connection where the cartridge connects to the tubing and subsequently developed symptoms of "ketones and vomiting." Her blood glucose was 400 mg/dl at the time of concern. She was able to correct her blood glucose with insulin via syringe. During troubleshooting, the animas representative confirmed the patient was using the correct infusion set. The infusion set is secure to cartridge at the luer lock connection. There was no visible damage to the cartridge or connection. This complaint is being reported because the patient claimed she developed symptoms suggestive of hyperglycemia after the leakage issue began.